Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient was having driveline power fault alarms that resolved with controller exchange.

Manufacturer narrative:
Section a4: patient weight was requested but was not provided. Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via analysis of the submitted log files. The submitted event log file contained approximately 12 hours of data ((B)(6) 2022 from 3:35:58 to 15:11:18 per the timestamp) and the submitted periodic log file contained approximately 2 days of data ((B)(6) 2022 per the timestamp). A driveline power fault alarm activated on (B)(6) 2022 at 21:02:54; the alarm did not resolve throughout the remainder of the log files. The event log file did not capture the alarm first activating or the initial conditions that resulted in the alarm activating. The periodic log file only collects data at specified time intervals rather than upon the detection of an event; therefore, the exact time that the driveline power fault alarm activated and the initial conditions that caused the alarm to activate cannot be conclusively determined from this log file. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit throughout the log file. An additional log file, which is associated with the patient¿s new controller, was reviewed revealing that the reported alarm resolved after the controller was exchanged on (B)(6) 2022. The driveline was connected to the new controller on (B)(6) 2022 at 15:38:36 and the pump started operating at the set speed without any issues. No driveline power fault alarms were observed on the additional log file. Multiple requests for additional information were made to determine if the heartmate 3 system controller would be returned for evaluation; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the driveline power fault alarm conditions, and the actions to take if the alarm cannot be resolved. The subsection entitled ¿what not to do: driveline and cables¿ describes checking the driveline cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. Heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. D) section 6, entitled ¿caring for equipment¿, explain how to properly care for the driveline cable, and the system controller. Heartmate 3 patient handbook (rev. D) section 10, entitled ¿safety checklists¿, and heartmate 3 instructions for use (rev. C) section f, entitled ¿safety checklist¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller, the system controller power cables, and the driveline for damage. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 31jul2020. No further information was provided. The manufacturer is closing the file on this event.